Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on 07/31/2019. Device evaluation summary: according to the information provided, the patient experienced a deflation of the implant. During evaluation of the device a crease was observed on the anterior extending to the posterior aspect a tear measuring approximately 0.4 cm was observed on the posterior view within crease. No other anomalies were observed. These kind of findings are consistent with a crease/fold failure which is a known inherent risk associated with the use of saline-filled mammary prostheses and may be the result of one or more of the following contributing factors: underinflation or overinflation of the device, continuous and sustained stresses to the device such a too small a breast pocket and folding or wrinkling of the shell in the breast pocket. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: material rupture. (B)(4).

Event description:
It was reported that a (B)(6)-year-old patient who underwent breast augmentation revision with a mentor smooth round moderate plus profile 300cc saline prosthesis experienced right sided deflation post procedure. As a result, replacement with another mentor smooth round moderate plus profile 300cc saline prosthesis was performed.